Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an internal fixation surgery, a medium hexdriver didn't work well during the implant of a nail. Laser mark was missing. Surgery was completed with the same device, without any delay. No harm reported to the patient.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the medium hexdriver confirms product marking is not visible on the device. The device is over 14 years old and this would explain why product marking is not visible. The hexdriver shaft was not returned with the hexdriver shaft. The stated failure of the product not working can¿t be confirmed since entire device was not returned for evaluation. The device exhibits signs of significant use and wear. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.